Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy, a fluoroscopic image revealed that the iab had migrated to the distal side. The customer tried to reposition the iab but they were unsuccessful. Since there was nothing that could be done, the iab was removed and therapy was discontinued. There was no patient harm or adverse event reported.